Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received. The investigation could not be completed; no conclusion could be drawn, as the subject device is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Canada reported the following event: it was reported that during surgery, when trying to back up the helical blade it broke the screw of the helical blade inserter. Devices were removed easily without additional medical intervention. There was no surgical delay reported. The procedure was completed successfully. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found to be a duplicate. Information for this event was already reported in medwatch MFR number 1719045-2015-10679. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found to be a duplicate. Information for this event was already reported in medwatch MFR number 1719045-2015-10679.